Manufacturer narrative:
.

Event description:
It was reported that the patient passed away on (B)(6) 2015 due to aspiration pneumonia. Follow up with the funeral home indicated that the patient was buried with the device. Additional information was received from the neurologist's office that there was no relationship between the patient's vns device with the aspiration pneumonia. However it was also mentioned that the physician has not been managing the patient's care prior to the death.